Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic was sticking of the intraocular lens ( iol ) out as the capsular bag was at risk the surgeon removed the lens , through follow up we learn that the lens was removed and replaced during the same surgery from the right eye . The patient was not injured , and went for a post op examen prior going home . Surgeon use competitor viscoelastic ( ovd ). The lens is not available. No further information provided.